Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states after placing the catheter, the doctor tested the blood flow with the syringe and noticed the blood couldn't be drawn out easily. The catheter was adjusted but the situation did not improve. There was no harm or intervention required for the patient.